Event description:
Litigation papers allege the patient began suffering from discomfort and pain in her hip. It is further alleged that the patient intends to undergo revision surgery to remove her hip and replace it with a new hip implant system, if indicated by her doctor.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.